Event description:
Pt underwent a pva. Dr was using a lasso catheter. It was in the left ventricle when it became entangled in mitral valve muscles. Dr encountering resistance, pulled on the catheter and destroyed pt's mitral valve. Pt went into a coma and had a stroke. Pt nearly died. They are now disabled. Dr told reporter it was because catheter was a decapolar catheter and it got hung up because of the extra sensors.